Event description:
It was reported: the pt had osteoarthritis of both hips. In 1999 the pt underwent an inter-medics left total hip replacement. In 2000, an intermedics right total hip replacement was performed. Sulzer medica inter-op acetabualr components were used for both hips. The pt had severe pain post-op and 11 months later pt required a re-op revision.